Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined that the failure to adhere or bond to the leaflets (difficult grasping) appears to be related to user technique. The investigation could not determine a definitive cause for the reported slda resulting in incomplete coaptation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling. The other two mitraclip referenced are being filed under separate medwatch MFR numbers.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required the implantation of additional clips for treatment. It was reported that on (B)(6) 2015, the procedure was to treat mixed mitral regurgitation (mr) with a grade of 3-4. There was difficulty with visualizing during the procedure. Six grasps were needed to position clip 50325u245; however, the clip was successfully deployed. A single leaflet device attachment (slda) was noted. Clip 50213u109 and clip 50325u246 were deployed to stabilize the first clip. The procedure was completed with mr reduced to 2, no reported adverse patient sequela, and no reported clinically significant delay in the procedure. On (B)(6) 2015, the patient presented to the hospital with dyspnea. On (B)(6) 2015, echocardiogram revealed an slda of clip 50213u109 and clip 50325u246. That same day, mitral valve replacement surgery was performed. There were no reported adverse patient sequela, and the patient is reportedly stable and will be discharged from the hospital in one week. There was no additional information provided.

Manufacturer narrative:
(B)(4).